Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, high ketones and ER visit. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
A patient reported that she had to visit the emergency room (ER) due to high blood glucose (bg) levels (> 27.8 mmol/l) (> 500 mg/dl) and ketones of 7.6 while wearing the pod between 36 and 48 hours on the leg. The patient woke up feeling ill, she changed the pod, performed bolus correction and used a manual insulin injection but hours later she felt worse and decided to go to the hospital. The patient was treated with intravenous therapy of fluids, saline, potassium, glucose and insulin drips. The cannula was noted to be bent after removal.